Event description:
It was reported that during a stenting treatment procedure the stent moved on the balloon. Access was obtained via radial artery. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous obtuse marginal. Using a non-bsc guide catheter and a non-bsc guide wire the physician implanted a 2.5x12mm promus element plus distally. The physician predilated the proximal lesion with a 2.0x8mm apex balloon catheter before advancing a 2.50x8mm promus element plus stent delivery system (sds). Upon overlapping the 2.50x8mm promus element plus stent with the 2.5x12mm implanted stent, friction was noted while placing the sds prior to deployment. While deploying the 2.50x8mm promus element plus stent, it moved slightly off the balloon. The stent was deployed successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).